Event description:
Additional information indicates the patient complained of pain at the extension site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the extension was re-tunneled. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32069. Additional information indicates exploratory surgery will be undertaken in the future due to an issue with either the lead or the extension.